Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device had unknown issue. They used clip applier across the torn spot to complete the case. There was no patient injury.